Event description:
Account alleged that the hi/low will run up unintentionally.

Manufacturer narrative:
Account stated that they have decided not to repair this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.